Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in resetting it. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the malfunction reappeared.